Event description:
It was reported that the shaft broke. A 190cm filterwire ez was selected for use. During preparation, it was noted that the shaft was broken as the components came apart. When unpacking, the shaft was not noted to be broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed that the protection wire is exposed from the sheath slit. Dimensional inspection that could be measured were within specifications. Sheathing and unsheathing test was performed and the filter bag was unsuccessfully deployed due to the protection wire is exposed from the sheath slit.

Event description:
It was reported that the shaft broke. A 190cm filterwire ez was selected for use. During preparation, it was noted that the shaft was broken as the components came apart. When unpacking, the shaft was not noted to be broken. The procedure was completed with another of the same device. No patient complications were reported.